Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed "aec exhalation". There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy ev300, USA device, the field service engineer (fse) documented that the failure of the aecm and 3-way valve resulted in inaccurate readings that caused the device to fail testing. Replacing these components resolved the issue. A preliminary diagnostic test was conducted and passed successfully. The fse then proceeded with the final verification test, which also passed without issue.

Event description:
The manufacturer received information alleging a trilogy ev300 device failed "aec exhalation". There was no allegation of patient harm. The device was not reported to be in patient use. Evaluation of the trilogy ev300 device is anticipated but has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.